Event description:
It was reported that intermittent occlusion alarms occurred and air bubbles were observed within the infusion set tubing. Reportedly, the customer is not removing the air from the cartridge during the loading sequence. Customer primed the tubing to address the issue. Customer¿s blood glucose level was displayed as "high"; although a specific value was not provided. Bg was addressed with a correction bolus via pump and a manual injection.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.